Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular paced and the right atrial (ra) lead exhibited undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from follow-up with the clinic that the right ventricular (rv) lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Ten days post implant it was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead and there was far-field sensing observed on the atrial lead. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.